Manufacturer narrative:
Continuation of d10: product ID: 990045, product type: guidewire; product ID: pscc100, product type: loop catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulse field ablation system, there was difficulty pulling out the guidewire from the pulse select catheter, and the catheter felt obstructed. Upon removal, the external part of the guidewire was found to be broken, with cardiac tissue attached to it. It was then reported that the blood pressure was low and the heart rate was high. A spot transesophageal echocardiogram identified pericardial effusion. The procedure was aborted while the patient was under general anesthesia due to suspicions of cardiac tamponade; however, cardiac tamponade was ruled out as the drop in blood pressure was attributed to atrial fibrillation with a rapid ventricular response. No treatment was required for the pericardial effusion; however, an antiarrhythmic drug was administered for pharmacologic cardioversion to treat the atrial fibrillation. The patients heart then converted back into sinus rhythm and the blood pressure stabilized. The patient was hospitalized for additional observation. No further patient complications have been reported as a result of this event.